Manufacturer narrative:
As of 11/21/2024 retained samples of the same lot as the reported were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received by aso on 10/28/2024, the consumer stated that he had a bad reaction, his skin came off, and he went to the doctor.

Manufacturer narrative:
As of 11/21/2024 retained samples of the same lot as the reported were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. As 01/02/2025 returned samples were submitted to the lab, and no defects were noted. In addition, aso reviewed records of production and satisfactory biocompatibility tests for this type of product, with no issues noted. Refer to section b.6 of this report for further details. The following sections were updated: b5,b6,d2a,d4, g6, h4, and h6. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received by aso on 10/28/2024, the consumer stated that he had a bad reaction, his skin came off, and he went to the doctor. On the completed cir received from the consumer on 12/05/2024, the consumer stated that he used the bandage on a wasp sting. When the physician evaluated him, she noticed the reddened area where the tape was and told the consumer to stop using the bandage. The consumer stated that the issue was with the tape area. The returned product were.